Manufacturer narrative:
Follow-up # 1: 09/21/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2015 with the following findings:during a visual inspection it was noted that there was a crack on the battery compartment at the threads above the bumper. Unrelated to the original complaint, it was also noted that the display was dim and discolored when powered on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.